Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review of the whole treatment day shows that all treatments were completed 100%. Energy values stayed stable during the whole day. No abnormalities found. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with halos, glare, shadows and haze in both eyes one day post lasik. The patient was noted to have diffuse lamellar keratitis and the topical steroid dosage was increased. Additional information received states the diffuse lamellar keratitis resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.